Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via chatbot stated that the new brush head sheared off into their mouth. No injury was reported.